Manufacturer narrative:
Exact patient age unknown, but reported to be over 18 years of age. Device code relates to problem code for the reported event of "stent kinked". Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix¿ pancreatic stent was to be used for pancreatic duct stent placement procedure performed in the pancreatic duct on (B)(6) 2018. According to the complainant, during preparation, when flushing was performed by saline, the physician found a small bend in the flap part. The procedure was complete with another advanix¿ pancreatic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
A visual evaluation was performed and no visual defects were noted. The returned product looks under good conditions without evidence of damages or anomalies. The flaps of the returned unit were specifically inspected and there were no kinks, bents and/or deformities found on any section. Therefore, "not confirmed - returned" is selected as the most probable root cause for the complaint. The device history record review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was to be used for pancreatic duct stent placement procedure performed in the pancreatic duct on (B)(6) 2018. According to the complainant, during preparation, when flushing was performed by saline, the physician found a small bend in the flap part. The procedure was complete with another advanix pancreatic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".